Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was becoming less responsive over time. In addition, it was reported that the pump touch screen had a delayed response to customer's interaction and customer must touch screen multiple times for pump to respond. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.